Event description:
A customer reported a suspect positive sterrad cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100s sterilizer. The load was not recalled successfully. The load included a bronchoscope and a rhinolaryngoscope. It was reported that the rhinolaryngoscope was used on a patient. A cyclesure 24 biological indicator (bi) was placed on the top shelf at the back of the sterilizer. On (B)(6) 2012, the bi result was read at 24 hours and was reported as positive. A second cyclesure 24 biological indicator (bi) was placed on the top shelf at the front of the sterilizer and was reported as negative on (B)(6) 2012 after 24 hours. Per hospital policy and procedure, an additional bi test was performed and was reported as negative on (B)(6) 2012. The biologicals in the loads were all from the same lot. The biologicals used in the loads were the only remaining biologicals from the case. All other biologicals in the case had been utilized with no noted incidents. At this time, no additional information is available regarding this incident. In the event that additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) review revealed one broken media ampoule observed during finished goods inspection. Trending analysis for the product code of 'suspected positive bi' demonstrates there was no significant trend. Trending analysis by lot number revealed there have been no other reported incidents. The fmea (failure mode and effects analysis) reveals that the rpn for this issue is at an acceptable level. The hha (health hazard analysis) was reviewed for this issue and the risk index is considered none/negligible. There is insufficient information available to determine the cause of the alleged suspected positive bi. The customer was non-responsive to multiple requests for additional information, including the patient status, specific device information, cycle status, and general information about the bi. Furthermore, the suspect bi returned for evaluation had deep purple media fluid matching that of a negative bi. Since the customer did not report how the positive bi result was determined (e.g., color, turbidity), it's unknown if customer misinterpretation also played a role. Since the retains evaluation demonstrated that the product functions as intended when used per the IFU, and the lot history review demonstrated no other complaints, it is unlikely the complaint is a manufacturing-related issue. No functional problems were found with the lot. A customer letter has been sent advising that a load should not be used until the load's associated bi has been confirmed as negative for growth.

Manufacturer narrative:
(B)(4): suspect positive bi. Manufacture date: 10/29/2011.

Manufacturer narrative:
Sex: corrected from female to unknown.